Manufacturer narrative:
It was reported that the ventilator failed the pre-use check. The ventilator was investigated on site by our field service engineer (fse). The air gas module and the o2 gas module were replaced and returned for further investigation. The returned o2 gas module was installed in a ventilator and the machine passed the pre-use check. No abnormal found during ventilation. The reported failure could not be reproduced. Simulated test use of the returned air gas module in a ventilator could be reproduced, the pre-use check failed the pressure transducer test. During ventilation it delivered wrong o2 concentration, 22% instead of 60%. Paw high and expiratory minute volume low alarms were active. Our investigation has concluded that the reported problem with a failure during pre-use check was due to a component failure on the printed circuit board inside the air gas module. It was not possible to specify which component caused the issue.

Event description:
Manufacturers ref: # (B)(4).

Event description:
It was reported that the ventilator failed during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).